Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips were able to close, but was unable to open fully, failing intuitive motion. The instrument was able to be straightened and no difficulty in removing from the system was observed. Emergency stop was not needed to be pushed. The instrument was found to have a broken bipolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately 0.024¿ x 0.024¿. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The instrument was found to have dislodged cable crimp in the distal end. This is likely a result of the broken yaw pulley. The instrument was found to have a segment of the conductor wire sticking out from the yaw pulley. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. No thermal damage was observed. The instrument was found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.119¿ - 0.203" in length and were not aligned with the tube axis. This failure is most commonly caused by mishandling/misuse.

Event description:
It was reported that during a da vinci-assisted low anterior resection surgical procedure, the surgeon was unable to straighten the jaw of the fenestrated bipolar forceps instrument and the bed site assistant was unable to remove the instrument from the trocar. The emergency stop (estop) button was reportedly pushed and the instrument wrench was used to straighten the jaw. The instrument was then removed from the trocar and field. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was not stuck on tissue. No injury occurred to the patient. The customer could not provide the patient demographic information.